Event description:
It was reported that on (B)(6) 2006 that the patient presented with industrially related MRI proven instability l4-5, severe stenosis l3-4 and l4-5 and deformity of l4-5 and spondylolisthesis. The patient underwent a (combined anterior/posterior spinal fusion) posterior spinal fusion with instrumentation and an anterior retroperitoneal partial vertebrectomy, l4, l5, open reduction, anterior slip l4 on l5, anterior interbody arthrodesis l4-5 with bmp, screws, rods, and autologous bone. There was decompression of lateral lesions l3-4, and l4-5, a posterior lumbar total laminectomy of l4 and l5. Per the operative report, the bone graft was in place anterior. After decortication, infuse bmp was placed into the gutter in a sandwich fashion; initially infuse, then bone, then infuse, then additional bone. The gutters were filled with autologous bone and biologics with excellent fill. During the anterior part of the procedure, the appropriate sized ring was selected and contoured. Infuse was reconstituted and packed into the canal. The graft was checked under fluoroscopy and found to be satisfactory in position. Final fluoroscopy, ssep, and emg were all satisfactory and the closure was performed. There were no noted complications. Reportedly, the patient had unspecified injuries secondary to use of bmp.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).